Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was wound infection. The outcome was resolved without sequelae. Interventions included administering medications and antibiotics. The event resulted in an emergency room visit and an unscheduled clinic or office visit. Diagnostic methods included examination. The etiology was noted as not related to the device or therapy and related to the implant procedure specifically surgery/anesthesia. The patient presented at the ER on (B)(6) 2015 for wound drainage. The patient felt like she had subjective temperature at home with some serosanguinous. The ER temperature was 36.7. The patient stated that over the few weeks prior she had experienced night sweats and fever. The patient reported drainage in two places, proximal and most distal end of the incision site. The patient was started no keflex. On (B)(6) 2015 the patient went to the clinic for wound check where her dressing revealed minimal drainage. The wound was noted to be small and superficial. On (B)(6) 2015 the patient went into the clinic for a wound check where her dressing revealed minimal drainage. Relevant medical history included: failed back surgery syndrome, spinal pain